Manufacturer narrative:
We have acknowledged that this report was created on time but was not submitted and hence we are submitting this report now.

Event description:
The manufacturer was notified on (B)(6) 2015 that a mitroflow valve (lxa, size25) was explanted after 4.79 years due to structural valve deterioration. No further information was provided.